Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No button error alarm was noted during testing. The insulin pump was received with a cracked case on the display window corners, minor scratches on the display window, cracked battery tube threads and a crack on the reservoir tube lip.

Event description:
It was reported that the customer received a button error alarm on her insulin pump. The customer's blood glucose level was 90 mg/dl. Nothing further was reported.